Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) (B)(6) (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of perforation, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. It was reported that the graftmaster was deployed with a max pressure of 8.8 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: deploy the stent graft slowly by pressurizing the delivery system in 2 atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm).

Event description:
It was reported that patient presented with free perforation with extravasation in the right coronary artery (rca) and with pericardial effusion. The perforation was treated via deployment of a 2.8x16 rx graftmaster covered stent with a maximum pressure of 8.8 atmospheres. The site indicated the graftmaster did not leak or exacerbate the perforation. However, the perforation reportedly became larger immediately after implantation due to patient anatomy. An echocardiogram showed no worsening of pericardial effusion and the perforation reportedly self-sealed the same day with no adverse patient sequelae. No additional information was provided.